Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that after 13 years of placing the implant in dental position number #16 and without significant occlusal changes in the patient, the implant fractured unexpectedly in the neck, the doctor has performed bone regeneration. Doctor reports: osteolysis and wound dehiscence.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified a fracture at the threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additionally, similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. Pre-existing condition noted on the per was 'low bone density - type iii'. The reported device was in tooth location 46 (fdi) and was used for approximately 13 years. X-ray & picture evaluation: the customer provided x-rays. Upon evaluation, bone loss could not be confirmed from the x-ray as the quality of the x-ray is very poor. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022) information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review: DHR review was completed for the subject lot number (628998-5). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (628998-5) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture: implant' and 'medical: bone loss'. Post market trend review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event of implant fracture was confirmed. However, the reported event of bone loss is non-verifiable, and investigation is attached in pce.

Event description:
No further event information is available at the time of this report.